Event description:
Pt alleged that device is not working because pt has elevated blood glucose levels. Phone troubleshooting revealed that air bubbles and poor absorption may have caused high blood glucose. Pt self-treated high blood glucose by delivering insulin boluses.